Event description:
The customer tested her blood glucose using her contour meter and received a reading of 311 mg/dl. She took insulin, but began to feel dizzy and had an accident in her kitchen. Paramedics were called and they tested the customer's blood glucose at 33 mg/dl when they arrived. The customer did not mention treatment, but stated she was fine at the time of the call. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.